Event description:
The customer stated that he was hospitalized twice for low blood glucose levels. The blood glucose reading for the first hospitalization was 25 mg/dl and 20 mg/dl for the second. The customer changed in infusion set the day prior to the second hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The customer also stated that he sees almost 80 units of insulin left inside the reservoir, but the reservoir volume screen shows that there are 55.6 units left. Advised the customer that the insulin pump would be replaced due to the discrepancy with the reservoir volume feature.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.